Event description:
The customer reported the coulter lh 500 hematology analyzer generated various differential flags and observed the sample tubing from the wire marker to the mixing chamber was broken/ cracked at the boot. The customer technical specialist (cts) was informed by the customer that after the operator replaced the mixing chamber and the wire marker tubing, a clear fluid was observed behind the pump module. The customer reported the volume of the leak was 5 mls. The leak was not contained within the instrument. The customer was unable to determine the source of the leak. There was no exposure to mucous membranes or open wounds. The operator was wearing personal protective equipment (ppe) consisting of gloves, face shield and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed loose tubing from the blood sampling valve (bsv) to the rear of the blood detector. The fse replaced all the tubing from the needle cartridge through the blood sampling valve (bsv) to the blood detectors and verified primary aspiration. During troubleshooting, the fse observed a hole in the diluent tubing causing a leak from the blood sampling valve (bsv) and wire marker 6 tubing to the peltier module. The tubing was replaced to resolve this leak. The fse also replaced the tubing from the mixing chamber to the flow cell and latron line to the flow cell as a preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4). This MDR is associated with MDR:1061932-2014-02379.